Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set was difficult to connect to the titanium adapter. This occurred before patient use. The transfer set was replaced and the titanium adapter remained in use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.